Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, but cannot perform. An assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient further reported, "leaked all under my armpits". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a.

Event description:
A patient reported that an "implant has now deflated.". Subsequently, the patient reported "implant has leaked all under armpits". The device has been explanted with a complete capsulectomy and replaced with a new implant. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "implant has now deflated."

Event description:
Patient reported "implant has now deflated." Device remains implanted. This relates to the right side.